Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed. Diagnostic imaging was performed and confirmed that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The lead were returned due to lead dislodgement and no capture. As received, a complete lead was returned in one piece. Double-bend height of the lead was measured within specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.